Event description:
The patient reported decreased auditory performance during his 4th annual evaluation. The audiologist determined that several electrodes were not functioning properly. Using the appropriate diagnostic equipment, it was determined that multiple electrodes were not functioning according lw specfications. Explantation/reimplantable surgery is scheduled for 10/2005.